Event description:
Patinet with lesion of mid-right coronary artery with stent insertion on 12/15/98. Developed severe pains in right leg upon ambulation about 72 hours later but had good ankle pressure. Readmitted on 12/29/98 with thrombotic lesion at level of mid common femoral artery. Treated with angiopasty and subsequent insertion of stent resulting in complete patency of blood vessel.